Event description:
It was reported that after an unknown procedure, the patient comes with septic shock, leakage in the anastomosis was found. An open staple line was found in the ileo-colonic anastomosis. The patient had re- intervention. A partial colectomy was performed. One device was discarded. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.